Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn: (B)(4) has been completed. As received, the monitor passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Electrode belt sn: (B)(4) has not yet been returned from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient death.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. It was reported that the patient was at home and watching tv at the time of the event. It was reported that the patient was having a seizure. Ems was called and attempted to resuscitate the patient. Review of the patient's download data revealed that the patient was treated 3 times by the lifevest prior to passing. Per review of the download data, from 5:52:33 pm to 6:00:36 pm, sinus tachycardia at 120 bpm with motion artifact degrading to vf with CPR and motion artifact. The patient received a non-lifevest defibrillation. The rhythm at time of treatment was vf with motion artifact. The post shock rhythm was obscured by CPR artifact. The patient was in vf intermittently for approximately 8 minutes. CPR and motion artifact prevented to the lifevest from treated the arrhythmia during this time. At 6:03:54 pm, the patient received the first lifevest treatment. The patient's rhythm at the time of the treatment, and after the treatment was obscured by CPR and motion artifact. The energy delivered in the treatment delivered was 7 joules. At 6:04:31 pm, the patient received the second treatment from the lifevest. The patient's rhythm at the time of the treatment and after the treatment was vf with CPR artifact. The energy delivered in the treatment shock was 7 joules. The patient received a second non-lifevest defibrillation at 6:04:52 pm. The patient's rhythm at the time of the treatment was vf with CPR artifact, and the post-shock rhythm was obscured by CPR artifact. At 6:05:10 pm, the patient received the third treatment from the lifevest. The patient's rhythm at the time of the treatment and post-shock was obscured by CPR and motion artifact. The energy delivered in the treatment shock was 6 joules. The low energy pulses were due to voltage bias from electrodes and therapy pad placements, interference, and loss of cardiac signal. The low energy shocks were likely due to the pulse being delivered into an open load. This is consistent with 0 ohm impedance. The cause of the open load and reported impedance was likely due to the therapy pads on the lifevest not making full contact with the patient at the time of the defibrillation event.